Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to heart failure. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow-up with the health-care provider, no additional information regarding the reported event was learned. A copy of the operative report was requested, but not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.